Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 67 mg/dl. The customer was treated with food. Customer has been experiencing low blood glucose for 1 day. Customer was advised to monitor pump and blood glucose. Customer stated that they removed a tumor out of the brain. Customer stated yesterday her blood glucose was 400 mg/dl. Customer was not hospitalized for high blood glucose. Customer noticed the tubing had come lose from the reservoir. Customer was advised to drink some juice.